Manufacturer narrative:
Additional information was received that culture result was not available to bsn representative. No further information could be obtained.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom of pain around the battery site was noted. The physician believed that the infection was not procedure related, but the cause was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom of pain around the battery site was noted. The physician believed that the infection was not procedure related, but the cause was unknown. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.